Manufacturer narrative:
The pump was returned to animas for eval. During investigation, it was found that all keypad button presses did not activate desired pump functions. It was also found that the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons on the pump require several presses. It was reported that the keypad is intact and the pump is not exposed to water.